Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data - operator of device corrected to patient.

Event description:
The surgeon reported that the patient has a fracture of his distal femur jts implant at the junction of the tibial stem with the condylar component. This is a supplemental report to 3004105610-2016-00030 ((B)(4)).

Manufacturer narrative:
X-rays have been reviewed by the design office and confirm the fracture as reported. A review of the batch records of the tibial stem confirm that the stem was manufactured to specification. Additional patient and event specific information has been requested. The revision is currently scheduled for (B)(6) 2016. The investigation is ongoing. A supplemental report will be provided.

Event description:
The surgeon reported that the patient has a fracture of his distal femur jts implant at the junction of the tibial stem with the condylar component.